Event description:
It was reported the patient received the following results within 15 minutes: 322 mg/dl, 158 mg/dl, 137 mg/dl, 83 mg/dl, and 126 mg/dl. The customer was feeling low blood sugar symptoms and was able to self-treat.